Event description:
The customer reported that they observed an exposed copper wire above the probe handler while loading samples on the ortho provue analyzer. An exposed or broken wire may have the remote potential for electrical shock or fire. No smoke, fire or shock was reported as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. The fe indicated that the ground wire for the probe handler was broken. The ground wire is a drain wire, in place to comply with ul requirements in case of electrical fault. The fe replaced the ground wire and returned the analyzer to expected operation. The root cause for the broken wire is unk.